Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that when implanting a monofocal intraocular lens (iol) into the patient's eye, the surgeon noticed debris on the lens inside the eye. It was indicated that the debris was removed, the lens was not explanted and remains implanted, so they did not need to use a backup iol. It is unknown if the issue was related to use error and if there were any medical/surgical interventions. The product is not being returned. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the code "4114" was inadvertently entered in the section "h6" of the initial MDR report instead of "4117"; therefore, the information has been corrected in this supplemental MDR report as indicated below: section h6: type of investigation: 4117 - device not accessible for testing . All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.